Event description:
Pt had "crashed" three times over the past week. Pt adjusts the insulin based on the meter readings. Pt did not experience any symptoms prior to testing the blood sugar. After obtaining the reading pt took insulin accordingly. Pt ended up "crashing" and treated themselves with food for all three incidents. Pt did not seek medical attention nor retested the sugar when they "crashed". There is not enough clinical info to report this case as an adverse event due to the fact that pt never tested the blood sugar after "crashing", and pt treated themselves and felt better afterwards. Customer service noticed that the pt's meter was set to the wrong unit of measurement. Pt did not know how the meter was set to the wrong unit of measurement and has not experienced any power issues with the meter. Medical affairs is documenting this case as a meter malfunction, since pt does not know how the meter changed to the wrong unit of measurement.